Event description:
It was reported the device system was explanted due to worsening drainage, edema, and erythema around the pump site significant for infection. The drugs used in the pump were hydromorphone 2.0 mg/ml, clonidine 200 mcg/ml, bupivacaine 40 mg/ml, compounded baclofen 200 mcg/ml, and droperidol 300 mcg/ml, delivered on a simple continuous mode at a rate of 0.3997 ml/day. The physician plans to re-implant a new pump device in the future.